Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "error 348" was unable to be reproduced. A review of event history log revealed four events of system error 348. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Through visual inspection the cause of the condition was determined to be one nylon screw on the lower aux bracket was loose causing the latch switch to not fully engage with the hook. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed system error 348 (no upstream sensor poll) during delivery in the progressive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.